Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use distal cover fell off from the scope and in the patient's mouth when the scope was removed, after the examination. The device was immediately retrieved, and the intended diagnostic procedure was completed with the same device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information was from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The top and bottom of the distal cover were found to be undeformed, which means that the distal cover may not have been properly attached to the endoscope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal cover may have come off the endoscope because it was not attached properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by customer.